Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown product type lead product ID neu_unknown_lead lot# unknown. Product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported itching and pain in their back. Seven days later, patient reported they would've gone through with the implant if the leads hadn't moved. Patient stated later on that they were barely attached when they went to have them removed. No further patient complications have been reported as a result of this event.